Event description:
The customer reported erroneous complete blood count (cbc) test results were obtained for multiple patients while using the coulter maxm w/autoloader analyzer. All parameters were in question on original draw. Erroneous test results were reported out of the laboratory. The patients were redrawn and the original samples were rerun. The customer believes the rerun results to be correct results. Corrected reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event of 1 of 2 events reported by this customer.

Manufacturer narrative:
Samples were collected in a 3 ml edta tube, sampled within one hour of collection and stored at room temperature. Quality control was run before but not after this event and was within specifications. Service was dispatched. The field service engineer (fse) found the blood sample valve (bsv) dirty; subsequently, the bsv was cleaned. The instrument's operation was verified and is currently within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Root cause is associated to a dirty blood sample valve. Per bci labeling: clean the bsv using clean outside of blood sampling valve (bsv) if there is excessive buildup of cleaning agent on the outside of the bsv. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: 1061932-2009-00016.